Manufacturer narrative:
Customer report was not confirmed. The thermistor was found to function normal and there were no open or intermittent conditions observed. The connector was opened and there were no abnormalities. All through lumens are patent and do not leak. The balloon inflated clear and concentric and remained inflated for 5minutes without leakage.

Event description:
C-cc-th - thermistor damaged or out of spec; it was reported that blood temperature measurement was abnormally high (over 40 degree c). Another catheter was used, and problem was solved. There no patient complications reported.

Event description:
The account alleges that the bed arced when it was plugged into the wall outlet. No injuries were reported.